Event description:
It was reported that the ventilation has stopped. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before the implementation of UDI in manufacturing on 10/22/2015.

Event description:
Manufacturer's ref# (B)(4).

Manufacturer narrative:
The ventilator failed during ventilation; no health hazard occurred. Our field service subsidiary investigated the ventilator on site and confirmed the reported failure. The dc/dc & standard connectors printed circuit board (pcb) was replaced to solve the problem and sent back for further investigation. No logs were provided. The returned pcb was placed in a ventilator for simulated use testing. An error message appeared immediately: "restart ventilator," indicating a communication error between panel and monitoring. The recommended action is to replace the dc/dc & standard connectors pcb. During our investigation, we tried to reinstall the software on the pcb without success. It was not possible to perform a pre-use check for further diagnostics. The visual inspection of the pcb revealed no deviations. Our investigation confirms that the dc/dc & standard connectors pcb is the cause of the reported error; however, we could not determine the reason for the pcb failure. The dc/dc & standard connectors pcb converts the internal dc supply voltage into a variety of internal dc supply voltages. All standard connectors, including the panel connector, are located on this board.